Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a visual examination of the returned device identified hypotube kinks at various locations along the catheter. Hypotube kinks are consistent with excessive force being applied to the device during handling/use. A visual examination also identified stent damage. The stent was kinked in its mid section. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that crossing difficulty was encountered. The 90% stenosed target lesion was located in a severely calcified and severely tortuous left anterior descending (lad) artery. Following predilation with a 1.5x20mm balloon catheter, a 3.00x32mm promus element plus drug-eluting stent was selected and advanced to treat the target lesion but was unable to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.